Manufacturer narrative:
Investigation results: one atraumatic d/a grasper was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The dual action housing has broken off causing the upper and lower jaws to come free. The jaws were returned for examination and show no damage. The break is angular in nature and slightly splayed. The actuator is splayed open. The sheath is bent/bowed. The condition of the device indicates excessive forces were applied during use resulting in the failure. Per the device IFU "instruments must be handled carefully during surgery and cleaning to avoid misusing the instrument. Misuse will usually result in damage or breakage". Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the tip broke off and fell inside of the patient.